Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore; 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for 2nd stopper creepout/decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode 2nd stopper creepout/decapping. Bd has initiated further root cause investigation relating to the issue of 2nd stopper creepout/decapping through corrective and preventive actions.

Event description:
It was reported that bd vacutainer® serum blood collection tubes has loose caps. This occurred 200 times. The following information was provided by the initial reporter: "cat#367812 lot no:1293958. Expiry:2023-02-28. Cap of the plain tubes is not fitted properly after open."